Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 128 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 140 mg/dl.